Event description:
Information received indicates the brake at the head of the bed is not holding when the brake is set. The caster would roll a little but not swivel.

Manufacturer narrative:
The technician adjusted the set screw on the brake rocker arm to repair the bed.